Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a rupture in the instrument sheath had already been detected, a lesion was also found in the endoscope sheath during instrument inspection. Fragments fell into the patient and were retrieved during the same procedure. The fragments were removed using suction. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and no damage was noted prior to insertion. The instrument was used throughout the entire procedure. Near the end of the procedure, the sheath was found to be damaged, with fragments remaining inside the patient, and the instruments were promptly removed. No resistance was encountered. The fragments were aspirated using the suction device already present on the operating table. No additional surgical procedures were performed to remove the fragments. The sheath was kept by the customer for possible inspection/evaluation; the fragments however were too small to be preserved and, since they were aspirated, it would have compromised the sterile suction circuit in order to retrieve them. The surgeon reviewed the case and was unable to identify a clear triggering cause; it was believed to most likely be an instrument-related defect.

Manufacturer narrative:
The sheath has not been received for failure analysis evaluation.